Event description:
The customer called to report that her health care professional took her off the insulin pump because it was not delivering the correct amount of insulin. The customer did not have the insulin pump with her at the time of the call. Advised the customer to call back for troubleshooting once she has the insulin pump with her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.